Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device remains implanted and cannot be evaluated. Despite multiple attempts for the product the device was not returned. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3000 pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of eight (8) years, three (3) months due to severe symptomatic aortic stenosis secondary to structural valve degeneration. The tavr procedure was performed with a 23mm 9600tfx transcatheter valve. Tee confirmed a final gradient of 12mmhg. The patient was taken to the recovery room in stable condition. The patient was discharged home on pod#2 in good condition. The patient is a (B)(6) year old female with history of chronic diastolic heart failure, benign essential hypertension, type 2 diabetes mellitus without complication, complete heart block, hypertension, hyperlipidemia, myocardial infarction.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.